Event description:
Information received does not address the patient's clinical status but notes that during a routine follow-up, magnet application resulted in inappropriate pacing. Interrogation revealed dashes (---) for several parameters. The device was programmed to 70 ppm, ddd mode. A repeat magnet appli- cation caused reversion to aai mode. The patient's chart noted that this phenomenon happened 6 months previous and at a subsequent follow-up.